Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd luer-lok¿ disposable syringe with bd luer-lok¿ tip cracked and leaked normal saline during use. The following information was provided by the initial reporter: "nurse was attempting to inject saline from 3ml syringe into pfizer vial. During injection the syringe cracked and leaked normal saline. Nurse unsure how much saline was spillied thus rendering the pfizer vial unusable wasting 6 doses"